Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6); 5076 implantable pacing lead implanted: 2007 (B)(6); 5076 implantable pacing lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that there was no capture, high impedance, possible fracture and noise on the electrocardiogram (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.